Event description:
The pt had a history of trouble with his right knee and presented with thrombosis in an anastomosis that had previous surgery. The physician positioned the guiding catheter and infused urokinase. He was infusing contrast media for angiography when the catheter "backed out" after the injection. The physician pulled out the catheter and found the distal section ripped. The catheter section remained in the vessel. Attempt to retrieve it were unsuccessful. The next day the pt went for a scheduled surgery and the catheter section was removed during this surgery. No unplanned intervention was necessary and the pt recovered without incident.